Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the customer believed the usb cable was the issue. The customer¿s blood glucose level was 166 (mg/dl). Tandem technical support confirmed during follow up that the customer was able to charge the pump successfully using replacement charging supplies.